Event description:
The hcp reported for the last two weeks a patient has been experiencing sweating, increased spasticity, nausea, weakness, and numbness in the upper extremities. The patient had undergone an MRI two weeks ago in a 1.5 tesla MRI. The last refill of the pump was a month ago and she is due for another refill within a week. The drug used in the pump is baclofen. Additional information has been requested from the hcp but was not available on the date of this report.